Manufacturer narrative:
Date of event: approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. (B)(4) investigation results: the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 306.4 cm from the tip of the fiber connector to the end of the end of the fiber body. The exposed glass tip measured 2 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. There was no light from the sma connector, indicating a fracture within the fiber connector. When connected to the laser console, the following message was displayed: applicator has been used 1 time. No other problems with the device were noted. The reported event of "rfid connection issue" was not confirmed. The analysis of the returned device revealed that there was no light from the sma connector, indicating a fracture within the fiber connector. The fibers are consumable devices and expected to degrade with use. Due to the observed fiber connector fracture, it was likely caused by procedural handling of the device during set-up, reprocessing, or use. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail reusable 270um laser fiber was opened for use for a stone treatment procedure performed on an unknown date. The laser unit used was an auriga laser console. During preparation, the laser fiber had a connection issue. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: this event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.